Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted bilateral arteriotomy closure after an interventional procedure. Reportedly, during arteriotomy closure of a heavily calcified left common femoral artery, when the needle plunger was retracted a needle tip was not captured by a cuff. The device was removed and a second proglide was used but resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. Reportedly, during arteriotomy closure of a heavily calcified right common femoral artery using a proglide (device #3), when the needle plunger was retracted a needle tip was not captured by a cuff. The device was removed and an angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #2 proglide, part# 12673-03, lot# unk, is being filed under a separate manufacturer report number. Device #3 proglide, part# 12673-03, lot# unk, is being filed under a separate manufacturer report number. Incorrect use of device - patient selection. The proglide instructions for use (IFU) state, under special patient populations, "the safety and effectiveness have not been established, in patient populations: patients with femoral artery calcium which is fluoroscopically visable at the access site."